Event description:
It was reported that the patient presented in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing. During the rv lead extraction procedure, the right atrial (ra) lead was damaged. The rv lead and ra lead were explanted and replaced on (B)(6) 2026. The patient was in stable condition.